Event description:
It was reported that within approximately three months post implant the left ventricular (lv) lead was attempted to be repositioned due to diaphragmatic stimulation but this was unsuccessful. The lv lead was explanted and another lv lead was attempted but could not achieve a stable position. The second lv lead was removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).